Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted, elevating from 171-243 mg/dl. The customer delivered a corrective bolus. Reportedly, the customer has insulin pens available as alternate insulin therapy.